Event description:
During robotic video assisted thoracic surgery left lower lobectomy, the plastic yellow tiny piece broke off, discovered by surgeon inside thoracic cavity. This tiny piece broke out from the yellow shipped wedge of covidien 45 endo gia tan stapler reloaded, and fell into the cavity. Successfully removed by surgeon. No harm to pt. The yellow shipped wedge was removed from the stapler reload after being loaded to the stapler handle before the handle was closed, as per instruction from the company. This piece is really tiny, it is hard to find or be recognized. As further investigation, we found more broken yellow shipping wedges during others cases. It need to be attention to every users. Reason for use: left lung cancer.